Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) was not functioning properly after calibration. The oxygen (o2) was reading lower than the set fraction of inspired oxygen (fio2). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the epgs. Release testing was performed. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the epgs to lab use only (luo) testing equipment. When the fraction of inspired oxygen (fio2) setpoint was set to 60% the epgs prompted the pst to recalibrate. The pst uninstalled the o2 sensor and installed a luo o2 sensor. The epgs was retested and passed successfully. It was determined that the o2 sensor was defective.

Manufacturer narrative:
The service repair technician (srt) duplicated the reported complaint. The srt completed the oxygen (o2) analyzer calibration successfully. Testing was ran for troubleshooting and the srt found that the fraction of inspired oxygen (fio2) on the central control monitor (ccm) was inconsistent with the fio2 set point and the o2 analyzer. The o2 sensor was replaced. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the output voltage was unstable. Gas bubbles near the cathode were found as the cause for the detected failures. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.